Event description:
It was reported that during testing conducted at a stryker foreign subsidiary the blade mount base of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at a manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was evaluated by a stryker foreign subsidiary. The reported disassembly of the blade mount base was confirmed by a manufacturer repair technician through (B)(4) inspection. Potential causes for the reported event include material integrity and fatigue.